Event description:
It was reported that the patient experienced frequent blood glucose fluctuations while using the ilet, with periods of very high glucose including dry mouth, cramping, and sluggishness, and lows in the 50s with downward trend and leg weakness; nighttime hyperglycemia was noted, and the caregiver described a rollercoaster pattern. Symptoms included hyperglycemia with associated malaise and cramping, and hypoglycemia with weakness. Outcomes included use of oral glucose for lows and subcutaneous insulin for highs, and contact with a medical professional for follow-up. Investigation included a review of use conditions with coaching to consult the trainer and healthcare provider regarding a potential factory reset and optimization of meal announcements. Investigation of this case revealed cause unclear for the reported glycemic variability. It was concluded that the cause of the hyperglycemia and hypoglycemia was not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.